Event description:
The complainant reports the tracheostomy tube (tt) 'curved sharply' and caused trauma to the trachea wall. It was further reported the injury was not serious; 'scratches the area of tube insert', and the patient complained of pain. The complainant also stated the tt was discontinued less than an hour after it was inserted and the patient was prescribed antibiotics for this injury (name of antibiotic was not provided).

Manufacturer narrative:
Corrected information to the device available for evaluation which was not documented in the initial MDR that was submitted on may 13, 2015. This error was discovered on may 18, 2015. A quality complaint investigation was performed on may 26, 2015. One unused tracheostomy tt basic plain tube of i.d 4.5mm, fitted with neck strap assembly. Product was received in a sealed blister pack printed with product information as per specification for work order# (B)(4) enclosed in an envelope. The product was carefully examined. No sign of visual defect could be observed. Dimensional of the returned product was performed to confirm the angle of tube based on the internal drawing. The angle of the tubes was found to be out of the established specification of 90 degrees to 110 degrees. Review of the assembly batch record does not reveal any sign of bending rejected was detected during inspection. An analysis on the returned sample provided was measured and did not perform to our requirement based on the evaluation where the curvature of the tube was found to be out of specification. Related personnel will be informed and appropriate corrective action will be taken to prevent future recurrences of similar type of defect. No additional patient/event details have been provided to date. Should add'l information become available a follow-up report will be submitted. Reported to the FDA on may 28, 2015.

Manufacturer narrative:
Additional information was received. After review of the returned product and detailed batch review, a discrepancy was found. This warrants further action and a non-conformance will be opened. This complaint will remain open until completion of nonconformance. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 24, 2015.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury and reportable malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.